Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose. Blood glucose reading was 500 mg/dl. The customer stated they became unresponsive from their high blood glucose. The customer was treated with insulin pump at the hospital. Customer was using the auto mode feature at the time of event. The insulin pump will not be returned for analysis.